Event description:
The customer reported to olympus that during preparation for a diagnostic procedure, the switch (#1) on the evis lucera duodenovideoscope was not working. Also, there was leakage from the body control unit. The intended procedure was completed successfully with a similar device without delay. During the evaluation of the device, it was noted that the light guide lens had unknown foreign material (dirt) inside. This report is to capture the reportable malfunction of foreign material found in the light guide lens noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed. Additional issues were identified during the device evaluation: the angulation in the down direction was out of standards due to the worn angle wire; the electrical connector was corroded; the suction cover was corroded; there was a gap on the up and down knob that was out of standards due to the worn angle wire; the grip part was corroded; waterproof failure was due to the deformed elevator channel plug; waterproof failure was due to the part missing on the plastic distal end cover; the charge-coupled device and the light guide lens were broken; the bending section cover adhesive was broken; the connecting tube was corrugated, and the coating was peeled off; the connecting tube protector was scratched; the control unit was corroded; the suction cylinder was peeled off; switch 1 was broken; the universal cord was corrugated; the scope connector was corroded; and the scope connector was hot due to the cut cable of the scope identification cable. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility. Conclusion: the root cause could not be identified, however, since the foreign matter adhered to the outer surface of the scope, the foreign matter could not be removed by reprocessing. It may be presumed that moisture penetrated into the light guide lens and corroded it due to physical stress caused by hitting the tip of the scope or dropping the tip or chemical stress caused by the chemical solution used. Olympus will continue to monitor field performance for this device.